Manufacturer narrative:
On (B)(6) 2017: it was reported multiple, intermittent occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy and had manual injections available. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced an elevated blood glucose (bg) level due to the occlusions; no exact bg value was provided. Bg level was addressed by resetting the pump, reloading the cartridge and delivering a correction bolus via the pump. At times, the contact would assist the customer in reloading the cartridge. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.